Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage on the case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged during a soccer game; the customer fell on top of the insulin pump. The patient's blood glucose at the time of incident was 5.0 mmol/l. During troubleshooting the caller stated that there was a crack on the battery compartment that travelled all the way around the insulin pump. The insulin pump was returned for analysis.